Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced infusion set bent cannula on (B)(6) 2026 due to scar tissue which leads to high blood glucose levels and got treated by correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.